Manufacturer narrative:
The insulin pump alarmed during the displacement test and alarmed motor error due to motor excessive axial play.

Event description:
The customer reported a motor error alarm during the manual prime. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised that the insulin pump would be replaced. Nothing further was reported.